Event description:
Discordant low calcium_2 results were obtained on four (4) patient samples on an advia 1800 instrument. One discordant result was reported to the physician who ordered the patient to go to the emergency room. A redraw of blood showed normal results and no further testing was performed. There were no invasive exams, no treatment given or altered on this patient in question. Two discordant results were automatically rerun on the analyzer in question and gave a repeated discordant result. The other two patient samples gave the correct result when automatically rerun on the analyzer. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant calcium_2 results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and data, the fse flushed the aspirate port 1 line, adjusted the probe height and verified instrument vacuum. The cause for the discordant ca_2 results was unknown. The instrument is performing according to specifications. No further evaluation of the system is required.